Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable drug infusion device. The drug being delivered was dilaudid (hydromorphone) at an unknown dose and concentration. The reason for use was spinal pain. It was reported that the patient had the pump explanted in 2017. The patient stated that the ¿pump went bad.¿ the alarm went off and the pump was working intermittently. There were no symptoms reported. There were no further complications reported/anticipated.